Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that during the process of dialysis treatment, the joint where the catheter body connected with three links cracked and leakage occurred. Patient involved w/o injury.

Manufacturer narrative:
Submit date: 01/30/2014. An investigation is currently underway. Upon completion, the results will be forwarded.